Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that some of the dtap-ipv sprayed out of the bd safetyglide¿ needle during the vaccine injection. The following information was provided by the initial reporter: "writer went to inject dtap-ipv vaccine for patient. When pushing vaccine through safetyglide needle 25g x 1ml some of the vaccine sprayed back out. Needle tip remained attached to vaccine. Unable to determine how much vaccine patient received. Impact of incident: received vaccine again in second poke. Who was affected? Patient".